Manufacturer narrative:
Correction to h6 investigation conclusion code and h11. Based on the results of the investigation, it is likely that the following led to the malfunction: cause not established.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. As a result of the cable unit damage, water tightness was lost. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to user error. The event can be prevented by following the instructions for use which state: - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the cable was damaged on the camera head. The issue was found during a procedure and there were no reports of patient harm.

Event description:
It was reported that the cable was damaged on the camera head. The issue was found during a procedure and there were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.